Manufacturer narrative:
Build up was observed on the ict probe. To address the issue the ict probe was cleaned and the customer implemented manual ict probe cleaning during weekly maintenance. Additionally, sample integrity could not be completely ruled out as a possible contributing factor. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues of erratic or discrepant results have been reported. A review of complaint and trending data for ict probe identified no issues or trends related to the complaint issue. A review of clinical chemistry systems tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Event description:
The customer reported a falsely depressed potassium result on the architect c8000 analyzer. During pre-op a patient sample generated a result of 6.4 mmol/l potassium result on a poc analyzer. The sample was tested on the architect analyzer generating 3.9 mmol/l and retest 7.1 mmol/l. The customer indicated the sample was abnormal looking and orange in color. The physician went ahead with surgery no information was available regarding any specific delay or outcome.